Event description:
Customer initially reported that their abbott diabetes care device had a fast draininng battery.the product was returned and investigated for the battery issue, however during investigation internal hot spots were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader ncmd(B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn mark on reader was observed. The user reported fast draining battery. Power consumption test was failed. An extended investigation was performed. A review of the case history was performed. Visually inspected the reader and observed deformation of the shell casing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Nxp processor was observed. Thermal camera was used to look for any hotspots. No hot spots were observed. Reader log was downloaded and checked for cybersecurity error codes. Power consumption test was performed and the off current was measured to be within the specification range. The damage was caused by external facture due to no damage or hotspot being observed on the pcba. The passing of the power consumption test shows the reader electronics and battery were functioning as intended and the usage logs show this was not an out of box failure. Therefore, issue is not confirmed to use due to external factures. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Furthermore, an extended investigation was performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draininng battery.the product was returned and investigated for the battery issue, however during investigation internal hot spots were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.